Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip or hold the clip in the jaws properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on several attempts. Additionally, the instrument was found to have multiple input disks cracked. Input disk six and seven was found cracked inside the housing.